Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to the market that meet all manufacturing specifications and final product release criteria. The instructions for use state that only sterile water is recommended for rinsing, and its recommended to use potable water when sterile water is not available and later sending alcohol to the endoscope channel. The subject device was not returned for evaluation. A final root cause of the event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 compatible reprocessing methods and chemical agents 3.5 rinse water some national or professional guidelines recommend using sterile water for rinsing endoscopes. If sterile water is not available, these guidelines recommend using potable tap water and flushing endoscope channel with alcohol. In case these guidelines are applicable to your institution, use sterile water for rinsing the endoscope and accessories following disinfection. If sterile water is not available, use either fresh, potable water or water that has been processed (e.g., filtered, deionized, or purified) to improve its chemical and/or microbiological quality, and flush the channel of endoscopes and accessories with the alcohol as described in section 3.6, ¿alcohol¿ after rinsing. Consult with your hospital¿s infection control committee regarding local policies on water quality. Some other national or professional guidelines recommend using water of at least drinking quality to remove disinfectant solution and preferably sterile water for the final rinse. These guidelines also recommend drying endoscope channels with compressed filtered air at each reprocessing procedure and with alcohol at the end of the day. In case these guidelines are applicable to your institution, use sterile water and/or either fresh, potable tap water or water that has been processed (e.g., filtered, deionized, or purified) to improve its chemical and/or microbiological quality. Consult with your hospital¿s infection control committee regarding local policies on water quality and the use of alcohol.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the customer on (B)(6) 2023 advising that they use cyf-vh and cyf-5 olympus scopes. Their current process is to rinse the scopes after cleaning with aldahol with potable water followed by a 70% isopropyl alcohol rinse. They have thirty scopes across their urology service line and there is no "event" or issue with the scopes, however their quality and safety team have identified that the IFU for the scopes can use either sterile water or potable water and alcohol rinse is in direct contradiction to the aldahol IFU that indicates it must be followed by a sterile water rinse. They would like to continue their process of rinsing the scopes with potable water and alcohol, however, they are requesting approval from olympus to do so.

Event description:
The customer reported that she had inadvertently incorrectly reprocessed his olympus cysto-nephro videoscope. There was no patient involvement during this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to inquire about the reprocessing process. During the call, the customer was inquiring about the IFU labeling and the proper solution(s) to use during cleaning. Tac provided a copy of the IFU and instructions in response. The customer then provided a picture of his version of the IFU and explained that it did not match the version provided by tac. Tac personnel began internally escalated the label inconsistency and intends to provide the customer with feedback as soon as possible. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.